Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's doctor reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The patient's doctor stated that they had trouble with having to put in new batteries every 30 minutes. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no low battery alert alarms occurred during our testing and the operating currents are within normal specification. The insulin pump has minor scratched lcd window and scratched reservoir tube window.